Event description:
A customer reported experiencing high blood glucose events for about a year, with the highest level displayed as "high" and the cause unknown. The customer managed the situation by administering a correction bolus via pump or injection and had the control iq feature activated at the time of the high blood glucose event. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.